Event description:
The customer reported the coulter act 5 diff cap pierce (cp) was failing startup results. The customer also reported that one sample run gave vote outs for red blood cell (rbc) and platelet (plt) parameters. Upon rerun the sample recovered a low rbc and white blood cell (wbc) reading. The result printouts were not provided by the customer. Erroneous patient results were not reported out of the lab and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched on 4/13/2015. The fse found that the probe was bent and was causing the issues. The fse replaced and aligned the probe, which repaired the discrepant results and startup failures. The repairs were verified per established procedures. (B)(4).